Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. The following tests were performed to verify the performance of the unit under test: the unit under test was disassembled and photographs were taken during this process. With the boots removed it was observed that there was some liquid contamination present on the lower half of the unit under test. The internal battery was removed and there was no visible damage found. The battery voltage was found to be 12.08 7vdc. The unit under test rear cover was removed and initial inspection found loose hardware adjacent to the turbine manifold. Further inspection found the motor printed circuit board assembly to be missing all 4 mounting screws and the fan additionally the main board printed circuit board assembly mounting screw adjacent to the fan, was found to be loosened. The fan was observed to be partially melted. With the fan disconnected from the power printed circuit board assembly the unit under test was powered on in vent check mode and a post and event trace were produced, reports attached. A vent check display test was performed which disclosed many failed light emitting diode segments. Further investigation found damaged components on the main printed circuit board assembly p/n 18233-001 rev.b and the power printed circuit board assembly p/n 27675-001 rev.b. The power printed circuit board assembly showed evidence of one of the loose fan nuts electrically shorting component r186 to +vdc (13.5 vdc), resulting in damage to the fan and r186. Prior to kitting the unit under test underwent automated testing and was final tested on april 21, 2009 and passed on all counts. (B)(6) records show the unit under test underwent scheduled pm services every 2 years with the last service on september 27, 2019. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device has smoke coming out of it and a flame was visible through the fan port on the side of the vent with an accompanying burnt plastic odor during patient use on the lap top ventilator 1150. The customer reported there was no patient harm associated with the reported event. 6. Tests/lab data, including dates.